Manufacturer narrative:
Bd received 1 actual sample and photos from the customer facility for investigation in support of this complaint. The sample shield was evaluated visually and by ftir, and the customers' indicated failure mode for foreign matter in the shield with the incident lot was observed. Retention samples were selected from bd inventory for visual evaluation, the customers' indicated failure mode for foreign matter in shield was not observed on 200 samples from retention. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Confirmed complaint. Bd was able to confirm the customers¿ indicated failure mode because the defect was evident in the ftir testing of the returned sample. Root cause: fm was found to be a small amount of epoxy and lubricant, present in fabrication processes.

Event description:
It was reported that there was foreign matter inside the IV shield from a bd vacutainer® multi sample blood collection needle with the green safety shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
Date received by manufacturer was listed on the initial MDR as 06/22/2017. The date the complaint was actually received by the manufacturer was 06/12/2017.